Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Corrosion was observed on the mechanism rails, pcb, and bottom battery. Download data and shelf mode current were not retrievable due to the pcb corrosion. As such, the cause of type of the reported alarm could not be determined. An internal tear on the soft cannula produced an internal leak, which is the root cause of the observed corrosion. Due to the data loss, it could not be conclusively determined if the internally damaged soft cannula is the root cause of the reported alarm.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports they had received a hazard alarm during operation.